Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, customer re-loaded a previously used cartridge with insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer continued to use the existing cartridge on the pump for insulin therapy. Customer's blood glucose ranged from 126-130 mg/dl.